Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during snowboarding the user pulled the ilet from a pocket by the tubing, causing the luer connector to break into two pieces on the cannula/connector component, after which the user promptly changed supplies and reported blood glucose remained stable; the event was associated with improper handling consistent with an incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this case revealed a cracked or separated luer connector consistent with component breakage; the user was able to restore therapy by replacing the cartridge and connector, and blood glucose control was reportedly unaffected. It was concluded that the event involved a mechanical failure of the luer connector, with no patient harm and resolution through replacement supplies.